Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5033882) on 27-feb-2014. The most recent information was received on 07-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of dysfunctional uterine bleeding ("menstrual cycle that would not stop") and cystitis ("bladder infection") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included postpartum state. Concurrent conditions included obesity. On (B)(6) 2006, the patient had essure inserted. On the same day, the patient experienced dysfunctional uterine bleeding (seriousness criteria disability, medically significant and intervention required). On an unknown date, the patient experienced gingival bleeding ("bleeding gums"), tinnitus ("pulse sound in right ear non-stop"), fatigue ("fatigue"), anxiety ("anxiety"), abdominal distension ("severe bloating"), cystitis (seriousness criterion medically significant) with pollakiuria, fungal infection ("yeast infections"), the first episode of arthralgia ("joint pain"), the second episode of arthralgia ("knee pain"), dyspareunia ("painful intercourse"), weight increased ("weight gain"), sleep disorder ("sleep problems"), skin disorder ("skin problem"), dysgeusia ("metal taste in mouth"), tooth disorder ("dental problem"), peripheral swelling ("swollen hands and feet") and endometriosis ("endometriosis"). The patient was treated with surgery (she lost her uterus and ovaries, tubes were removed). Essure was removed on (B)(6) 2014. In 2008, the dysfunctional uterine bleeding had resolved. At the time of the report, the gingival bleeding, tinnitus, fatigue, anxiety, abdominal distension, cystitis, fungal infection, the last episode of arthralgia, dyspareunia, weight increased, sleep disorder, skin disorder, dysgeusia, tooth disorder, peripheral swelling and endometriosis had resolved. The reporter considered abdominal distension, anxiety, cystitis, dysfunctional uterine bleeding, dysgeusia, dyspareunia, endometriosis, fatigue, fungal infection, gingival bleeding, peripheral swelling, skin disorder, sleep disorder, tinnitus, tooth disorder, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(6) when she was (B)(6) when she lost her uterus and cervix and when she was (B)(6) her tubes and ovaries were removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Quality-safety evaluation of ptc: final assessment: no lot number provided; therefore, no lot history record (lhr) review could be done. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported. No complaint sample was provided for technical investigation. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number or sample. At the time of this medical assessment the technical investigation concluded ¿unconfirmed quality defect¿. Based on the information available, there is no reason to suspect a quality defect. Most recent follow-up information incorporated above includes: on 7-jun-2018: reporter added. Surgery was added for event dysfunctional uterine bleeding. (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.